Event description:
It was reported by a clinician that when inserting PICC, the images are coming back delayed. Verified sw version is 2.2.0. Advised them that updating the sw would be the first step.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.